Manufacturer narrative:
(B)(4). Date sent: 2/8/2023. D4: batch # x95p6g. Additional information was requested and the following was obtained: "device fire malformed clips" investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. In addition, the tyvek was returned along with the instrument. The device was tested for functionality. During the analysis, the device was noted with fluids. The device was functional tested, and it fed, retained and formed the remaining 16 clip as intended. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during a gastric bypass the clip did not close/align properly. A new device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2023. See attached facility medwatch 0504240000-2022-8052. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "please clarify how the ¿clip did not close/align properly¿. Did device fire malformed clips? Did device fire scissored clips? If other, please specify" this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.